Event description:
Information was received that a smiths medical level 1 h-1200 fast flow fluid warmer sparked when the device was turned on. No adverse effects were reported.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in fair condition. Device was powered on and a spark noise was noted, confirming the reported complaint. The device was noted to have a damaged heater line wire as a result of smiths service and repair team. Wiring was damaged when installing the back cover. Wiring was replaced and device passed all functional testing.